Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurements approximately 50 ohms with this device. A routine device change out procedure was performed and when the rv lead was connected to the newly implanted device, shock impedances measured greater than 200 ohms. To rule out an issue with the distal port, the rv lead was reattached to this device and impedance measurements were greater than 125 ohms. The healthcare providers concluded that the lead was the cause of the out of range measurements. The rv lead was ultimately surgically abandoned and replaced. The device was successfully explanted and replaced. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case and header, and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws operated within specifications. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.